Event description:
It was reported that during a vena cava filter deployment procedure, upon deployment two filter legs were crossed at the caudal anchors; however, no attempt is made to retrieve the filter. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.